Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2013-03450 / 03455).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2005 as well as a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of elevated cocr levels, metallosis, pain and lack of range of motion. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.